Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of intra-abdominal haemorrhage ('general abdominal bleeding') and meningitis viral ('infection (other) describe: viral meningitis') in a (B)(6) female patient who had essure (batch no. 717645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". The patient's medical history included depression, anxiety, labyrinthitis, meningitis, kidney infection, bipolar disorder, dizziness, tooth pain, fever, low back pain, urine odour abnormal, vaginal delivery, drug dependence, emesis and acute vaginitis. Previously administered products included for an unreported indication: keflex and coumadin. Concurrent conditions included acute pharyngitis, flank pain, disturbance in attention, skin rash, menses irregular, swelling lips, ovarian cyst, hot flashes, shingles, viral meningitis, libido decreased, opioid type dependence, pyelonephritis, toxoplasmosis, genital warts, pernicious anemia, puberty precocious, cellulitis, dysuria, acute pharyngitis, ovarian cyst ruptured, headache, lumbar puncture, meningitis, shingles, enlarged thyroid, endometrial thickening, burning micturition, dentoalveolar abscess, libido decreased, vaginal discharge and overweight. Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone) since (B)(6) 2009, ethinylestradiol;norgestimate (ortho tri-cyclen), paracetamol (acetaminophen), phentermine from (B)(6) 2015 to (B)(6) 2015 and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)") and urinary tract infection ("uti/urinary tract infection"), 1 month after insertion of essure. In (B)(6) 2010, the patient experienced meningitis viral (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), urticaria ("rash/skin condition/allergic or hypersensitivity reaction type: hives on legs"), migraine ("headaches/migraines / headaches"), headache ("headaches/migraines / headaches"), nausea ("nausea") and herpes zoster ("rashes or skin conditions type: shingles") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition:depression\psych injury") and anxiety ("anxiety and mental anguish/anxiety"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and vaginal infection ("vaginal. Infection"). The patient was treated with fluoxetine hydrochloride (prozac). Essure treatment was not changed. At the time of the report, the intra-abdominal haemorrhage, meningitis viral, pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal infection, urticaria, urinary tract infection, depression, anxiety, migraine, headache, nausea, weight increased and herpes zoster outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, headache, herpes zoster, intra-abdominal haemorrhage, meningitis viral, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2010. Left tube cannulated first. Essure placed. Right side, tubal ostia identified, essure placed. Patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),general abdominal bleeding, rash/skin condition, urinary problems: uti, vaginal. Infection, headaches, nausea, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: successfully occluded\total bilateral occlusion. The fallopian tubes were closed.. Ultrasound pelvis - on (B)(6) 2015: 1. Complex cyst in the right ovary measuring 29 mm in maximum dimension, probably represents a hemorrhagic cyst. Recommend follow-up ultrasound in 6-8 weeks to verify resolution. 2. Surgical changes, otherwise unremarkable ultrasound of pelvis; on (B)(6) 2015: small nabothian cysts of the cervix are noted. Right ovary 3.7 x 2.8 x 2.7 cm. The left ovary 3.3 x 2.3 x 2.3cm. Small cystic areas of both ovaries, compatible with follicles noted. Ultrasound scan - on (B)(6) 2012: small amount of free fluid in cul-de-sac. Mild endometrial thickening. Small follicles, both ovaries.; on (B)(6) 2015: hypoechoic shadowing foci areas seen in both adnexal consistent with patient¿s essure device.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, bleeding, depression ,urinary tract infection most recent follow-up information incorporated above includes: on 4-dec-2019: fu 5 and 6 process together. Medical record received - lot number was added. New reporter, medical history, lab data and concomitant medication were added. On 4-dec-2019: fu 5 and 6 process together medical record received - new events infection (other) describe: viral meningitis, rashes or skin conditions type: shingles and dysmenorrhea (cramping) were added. Event skin disorder updated with event urticaria. Patient height, weight, event onset date, medical history and new reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intra-abdominal haemorrhage ('general abdominal bleeding') in a 21-year-old female patient who had essure (batch no. 717645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". The patient's medical history included depression, anxiety, labyrinthitis, meningitis, kidney infection, bipolar disorder, dizziness, tooth pain, fever, low back pain, urine odour abnormal, multigravida, drug dependence, emesis and acute vaginitis. Previously administered products included for an unreported indication: keflex and coumadin. Concurrent conditions included acute pharyngitis, flank pain, disturbance in attention, skin rash, menses irregular, swelling lips, ovarian cyst, hot flashes, shingles, viral meningitis, libido decreased, opioid type dependence, pyelonephritis, toxoplasmosis, genital warts, pernicious anemia, puberty precocious, cellulitis, dysuria, acute pharyngitis, ovarian cyst ruptured, headache, lumbar puncture, meningitis, shingles, enlarged thyroid, endometrial thickening, burning micturition, dentoalveolar abscess, libido decreased, vaginal discharge and overweight. Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone) since april 2009, ethinylestradiol;norgestimate (ortho tri-cyclen), paracetamol (acetaminophen), phentermine from (B)(6) 2015 to (B)(6) 2015 and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)") and urinary tract infection ("uti/urinary tract infection"), 1 month after insertion of essure. In february 2010, the patient experienced meningitis viral ("infection (other) describe: viral meningitis"), dysmenorrhoea ("dysmenorrhea (cramping)"), urticaria ("rash/skin condition/allergic or hypersensitivity reaction type: hives on legs"), migraine ("headaches/migraines / headaches"), headache ("headaches/migraines / headaches"), nausea ("nausea") and herpes zoster ("rashes or skin conditions type: shingles") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition:depression\psych injury") and anxiety ("anxiety and mental anguish/anxiety"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and vaginal infection ("vaginal. Infection"). The patient was treated with fluoxetine hydrochloride (prozac). Essure treatment was not changed. At the time of the report, the intra-abdominal haemorrhage, meningitis viral, pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal infection, urticaria, urinary tract infection, depression, anxiety, migraine, headache, nausea, weight increased and herpes zoster outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, headache, herpes zoster, intra-abdominal haemorrhage, meningitis viral, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2010. Left tube cannulated first. Essure placed. Right side, tubal ostia identified, essure placed. Patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),general abdominal bleeding, rash/skin condition, urinary problems: uti, vaginal. Infection, headaches, nausea, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: successfully occluded\total bilateral occlusion. The fallopian tubes were closed.. Ultrasound pelvis - on (B)(6) 2015: 1. Complex cyst in the right ovary measuring 29 mm in maximum dimension, probably represents a hemorrhagic cyst. Recommend follow-up ultrasound in 6-8 weeks to verify resolution. 2. Surgical changes, otherwise unremarkable ultrasound of pelvis; on (B)(6) 2015: small nabothian cysts of the cervix are noted. Right ovary 3.7 x 2.8 x 2.7 cm. The left ovary 3.3 x 2.3 x 2.3cm. Small cystic areas of both ovaries, compatible with follicles noted. Ultrasound scan - on (B)(6) 2012: small amount of free fluid in cul-de-sac. Mild endometrial thickening. Small follicles, both ovaries.; on (B)(6) 2015: hypoechoic shadowing foci areas seen in both adnexal consistent with patient¿s essure device.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.